Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the (B)(6). However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the (B)(6). (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen doesn't show all the data. Customer reported partial display. Customer reported that the buttons not responsive easily they have to press multiple times or long pressing in order to respond. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.